Event description:
The pt said that the pump emitted a low battery alarm at which time the pump and battery were found warm to the touch. The pt denies that the pump was exposed to moisture and denies any moisture or corrosion inside the battery compartment.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.